Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after filling a cartridge with insulin. Reportedly, the customer believes the cartridge was filled with approximately (B)(4) units of insulin; however, the customer was unsure. The customer's blood glucose level was 300 mg/dl, which was addressed with a correction bolus. The customer was able to add additional insulin to the cartridge and complete the load process successfully.